Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm or numbers scrolling up noted. The pump had a cracked case at display window corner, a minor scratched lcd window, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's pump continually scrolled numbers and now there was a button error. Customer was trying to bolus for lunch and was able to stop the numbers from scrolling at first, but when they went to bolus again, the numbers kept scrolling. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.